Manufacturer narrative:
This is a supplemental report to provide additional information. As a result of further evaluation of the subject device and it was found followings; there was crack on the light guide lens. There was chipping on the adhesion part of the bending section rubber. There was scratch on the insertion tube. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated the subject device and found followings; there was no abnormalities such as buckling, scratch, dirt, or foreign material inside of the instrument channel. There was no remarkable scratch, dirt, or foreign material around the distal end, instrument channel port, suction cylinder, and air/water cylinder. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the subject device tested positive for candida. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.